Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. The patient reported that his ins depleted and he wanted to get it replaced. The patient reported that he tried to reach out to a manufacturer¿s representative (rep) but had not heard back. The patient reported that the ins ¿went out¿ to normal battery depletion but did not confirm with anyone. No complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.